Event description:
It was reported that the customer entered values incorrectly due to user error. Customer experienced a low blood glucose (bg) level of 53 mg/dl. Customer consumed carbohydrates to address low bg. Tandem technical support guided the customer to update correction factor setting and carb ratio setting as desired.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.